Event description:
The pt has an open wound on the inside ankle area. The pt used this dressing material on the wound for approximately 3 to 5 days, and "an infection developed". The wound was cultured and it was "confirmed it to be infected". The pt was placed on antibiotics. The pt reports that the dressing appeared "yellowed" inside the package.